Event description:
The call was about the patient programmer. An information request was made. The patient programmer and control magnet. Reviewed the following basic functionality: reviewed adaptivestim feature. Caller states, pt had the device recently put on and feels the stimulation is not staying after being set. Caller states when set at prog 3 @ 4.2 she is sitting and prog 4 @.5.00 for laying down. He states, he is not getting to change the other settings are. When standing up or sitting in the recliner she is not getting any stim. Caller sees the "a" in the middle of the screen while she is in the recliner, which is the transitional zone. Pss informed caller how to make sure there is a position in the middle before making changes and waiting 3 mins before changing positions. Reviewed steps necessary for ins to learn new amplitude. Reviewed how to enable and disable adaptivestim. Reviewed using sync to check adaptivestim position. The following stimulation condition was reported: caller states pt is getting no relief form pain in the legs. Ins is helping with the pain in the back a little bit.. Caller states, pt is in a lot of pain. Caller states they will be making an appointment to see dr and rep. Redirected caller to patient's hcp.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).